Event description:
A customer reported two patients experienced endophthalmitis following a cataract surgery. The symptoms were described as mild and the patients have completely recovered. The surgeon feels that the issue may have been caused by a problem with the cleaning of the irrigation/aspiration (I/a) tips and has requested the operating room staff to confirm if the tips were properly cleaned. As the hospital owns several I/a tips, it is difficult to identify which tips was actually used for these surgeries.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information. Becomes available. (B)(4).